Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 350 mg/dl after wearing the pod for approximately 2 days. The pod was reportedly leaking during wear. The patient's legal guardian looked at the pod and saw that the cannula was no longer in the infusion site (leg). A new pod was applied for treatment. The pod was discarded.